Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.